Event description:
It was reported that the customer's blood glucose level displayed as high, although specific value was not provided. To address the high blood glucose level, the customer changed infusion sets and administered a correction injection using multiple daily injections. Technical support provided guidance on inspecting the infusion site and discussed the proper use of room temperature insulin, since the customer was previously using cold insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.